Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient representative reported left side for ¿severe deformity, severe pain, heat sensations, asymmetry, capsular contracture¿ baker grade unknown, ¿seromas,¿ ¿underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell tissue expanders due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including mental anguish, increased risk of alcl, evaluation for alcl,¿ ¿swelling¿, ¿rashes or itching,¿ ¿mass under the arm or breast,¿ ¿tissue expanders were left in for 257 days.¿ patient representative additionally reported ¿chronic headache¿ ¿irritable bowel/crohn¿s disease, and chronic gastrointestinal upset or reflux, aggravation of underlying conditions including emotional distress, panic disorder, ptsd, chronic insomnia, and anxiety, as well as loss of quality of life; and other physical and emotional manifestations that are severe and ongoing all not related to the device. The device has been explanted.